Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered difficulty with the right ventricular (rv) lead. The lead helix would not extend. The lead was removed and a different lead was utilized. No patient complications have been reported as a result of this event.